Event description:
The facility's biomed reported an incident of an overinfusion of morphine to a pt. Although attempts were made by baxter, deatails regarding the infusion rate, volume to be infused, drug concentration, and device set-up were not available. The biomed stated there was no report of pt injury or medical intervention as a result of the overinfusion.